Event description:
It was reported that a minicap was "loose on the catheter tip (transfer set) and tend to fall off " which resulted in a dry contamination. This occurred during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information for b5: it was reported that the transfer set was not replaced and was still in use with no issues. Based on additional information received, the transfer set was determined not be a factor in the reported condition and no longer considered a suspect product. Should additional relevant information become available, a supplemental report will be submitted.